Event description:
A customer reported while using a glidescope core 15-inch fhd monitor during a bedside bronchoscopy, the screen went black and then had green and pink lines across the screen. It was reported that the light on the connected laryngoscope stayed on. After unplugging the laryngoscope, the system resumed normal function, but then went dark 20 seconds later. They reported the issue occurred during an emergency care procedure and resulted in an unspecified delay in treatment. No use of a backup device or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope core 15-inch fhd monitor was returned to verathon for evaluation along with the glidescope core smart cable and glidescope core 2m quickconnect cable used during the reported event. A verathon technical service representative evaluated the returned devices but was unable to confirm the reported failure. The monitor and both cables passed visual inspection. When connecting the customer's monitor to verathon's test equipment, a normal image was produced. The monitor performed overnight testing which recorded for over 14 hours during which no failures were observed and the system functioned as intended. The monitor passed verathon's device functionality testing and was confirmed to be within specification. Next, when connecting the customer's cables to verathon's test equipment, they also produced a normal image and passed device functionality testing. The laryngoscope used during the reported event was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor and cables were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
Following verathon's initial report submission, a verathon engineering representative visited the facility to further investigate the reported image issues with their glidescope systems. The verathon engineer was unable to replicate the reported image issues. Verathon remains in contact with the facility and continues to investigate the potential cause of the reported image issues. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.